Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you identify the product code and lot number of ethicon catgut suture? Did the needle separate from the suture during the procedure? Did the needle break? X-rays were taken to locate the needle piece, what tissue was the piece found in? Was the needle removed during the initial procedure? What was the name of the procedure? What tissue was damage as a result of searching for the needle piece? What was the date of the procedure to remove the needle? Do you have the broken needle for evaluation in (B)(4)? What is the current condition of the patient? Additional information was requested and the following was obtained: can you identify the product code and lot number? No. Did the needle separate from the suture? Yes. Did the needle break? Yes. Did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Yes....with help of surgery. Were x-rays taken to locate the needle piece(s)? Yes. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Yes. Was there any additional tissue damage as a result of searching for the needle piece? Yes.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2016 and the suture was used. During the procedure, the needle broke off. The needle piece fell into the patient and was removed with help of surgical procedure. The x-ray was used to locate the needle piece and it is unclear if the patient was brought back to or to remove the needle or during the initial procedure. It was reported that additional tissue damage occurred as a result of searching for the needle piece. Additional information has been requested.